Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D10: b511683 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. A401357 320-08-38 - glenosphere exp 38mm +4mm offset. B467765 320-15-01 - eq rev glenoid plate. B522827 320-15-05 - eq rev locking screw. B533037 320-20-00 - eq reverse torque defining screw kit. B429626 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. B493984 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. B414508 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. B458444 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. B437451 321-52-07 - 3.2mm drill bit sterile. B533217 321-52-09 - 3.2mm k-wire, trocar tip. B533393 321-52-09 - 3.2mm k-wire, trocar tip. B599257 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. B583340 322-10-00 - humeral adapter tray, +0. B522653 322-38-00 - 145-deg pe 38mm hum liner +0.

Event description:
As reported, approximately 2 months and 21 days post the initial right reverse total shoulder arthroplasty, the patient was lifting heavy objects and dislocated their shoulder. The patient was revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.